Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: balloon did not pump when trying to pump up in patient but it worked outside of the body. Used a second balloon to complete surgery. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500cc. No delay in surgical time over 30 minutes. No device fragment fell into patient.